Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
Additional information received identified that the doctor was unable to use the laser and attempted stone extraction with a basket, but the intended therapeutic procedure was not completed. The sedation was extended for at least 30 mins. Additional procedure/surgical intervention was undertaken. Upon further follow-up for additional surgical intervention, the customer did not reveal further procedural details. There were no pre-existing patient conditions reported. There was no patient/user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was due to mishandling of the fiber while the camera equipment was exchanged. The device was likely bent/kinked during the exchange, and when the fiber was later activated, the energy escaped and ignited the fiber jacket resulting in the burning. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported that his customer¿s olympus single-use 200-micron tfl tip¿s fiber was cracked inside the rubber housing and that caused the housing to catch on fire. Additional details were requested concerning the event and patient. The customer noted that it is possible that the laser wire was inadvertently bent when exchanging cameras. The customer confirmed that the procedure, and patient¿s anesthesia was extended; however, the amount of the extension was unknown. The customer went on to note that no medical intervention was required, no other devices were connected to the subject device when the failure occurred. Reportedly, the patient had to be rescheduled for another cystoscopy with laser lithotripsy and ureteral stent insertion procedure.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.